Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the customer experienced high blood glucose levels and there was under delivery of insulin. It was reported that the customer had high blood glucose levels of 19.0 mmol/l to 19.1 mmol/l at the time of incident. It was reported that the insulin pump received several insulin flow block alarms. It was reported that the customer treated high blood glucose levels with manual injections. Troubleshooting was performed. The customer was advised to changed infusion set and reservoir. Product is not expected to return for analysis.